Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) level subsequently rose to 389 mg/dl. The customer delivered a manual injection to attempt to address high bg level and also went to the emergency room (ER) for further treatment. Customer was treated with intravenous fluids of saline and insulin while at the ER. Customer was discharged later the same day with the issue resolved and no permanent damage. System check was completed and confirmed the pump was functioning as intended, and no issues were found with the cartridge, insulin, or infusion set.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.